Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor passed per specification. Also performed bicarbonate buffer test and the sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of calibration errors on their insulin pump. Customer states the device does not calibrate, and it displays change sensor. The customer's blood glucose was over 400mg/dl. It was noted that the bad sensor alert occurred after a second consecutive calibration error. Customer was advised to change out the sensor. The sensor is being replaced.